Event description:
It was reported that the dr was performing a breast biopsy and the device gave a green cable error code during initialization. The probe was replaced with a second and encountered the same error code. The dr used a third probe from a different lot and managed to attain more tissue samples but there was an additional green cable error code encountered. The case was completed with no pt consequence.